Manufacturer narrative:
Evaluation codes: updated. Device evaluation: one device was returned for investigation. Visual inspection noted that the gauge pointer was not at the zero point, without applying pressure. The complaint was confirmed. Root cause was attributed to failure of the mechanism inside the main unit. It is presumed that the cause of this was that the cuff pressure gauge body was subjected to shocks such as being dropped. Based on the investigation results, it is assumed that the cause of the occurrence is due to user usage. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. Replaced the complete cuff pressure gauge mechanism. Device passed functional testing after the completed repairs.

Event description:
It was reported that during testing, "after pressing the rubber ball, the needle did not return to 0". There was no patient harm/adverse event reported.

Manufacturer narrative:
B3: date of event, d4: serial number, g5: 510k number, and h4: manufacture date are unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.